Event description:
It was reported that the user¿s freestyle libre 3+ sensor displayed glucose on the abbott app but not on the ilet bionic pancreas pump, requiring manual blood glucose entry into the pump throughout the day; the issue was attributed to the sensor being paired to another device, consistent with a pairing/communication configuration problem. No clinical signs, symptoms, or conditions were reported. Outcomes included the need for sensor replacement with no health impact. User support included remote troubleshooting and user education. Investigation of this case revealed that the sensor had been paired to the abbott app, and because the libre 3+ supports a single pairing, the ilet app could not receive sensor data until a new sensor was started and paired to the ilet app; pairing was completed and warm-up confirmed. It was concluded, based on previously established findings for similar reports, that user setup error and device-use incompatibility caused the event.